Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, and off no power test. No failed battery alarm or low battery alarm was noted. The insulin pump was received with a cracked case at a display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reports to have received a failed battery test. Customer's blood glucose was 140 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer states he is able to revert to old insulin pump which has a crack. Customer declined troubleshooting for physical damage. No further information provided.